Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with mentor smooth round moderate profile 175cc saline prostheses experienced bilateral deflation post procedure. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-05917 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 19, 2020. The investigation of the returned device was completed by the failure analysis lab on october 27, 2020. Device evaluation summary: during the visual evaluation of the device, a tear measuring approximately 3.4 cm was observed on the anterior extending to the posterior aspect of the device. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).